Event description:
The customer was taken by the ambulance to the hospital and admitted due to low blood glucose. It was reported that the customer was in coma. Troubleshooting was performed. The programming, basal rates, and bolus history were accurate. Suggested customer call the doctor to discuss possible causes of low blood glucose. Also, the settings were checked and it showed in daily total for the day before the event that the pump delivered 145u. Customer stated that they set a temp basal as pump kept alarming no delivery. Advised customer to stay off the pump until the replacement arrives.